Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported button error alarm on his insulin pump. Troubleshooting found on events leading to the alarm. Customer is advised to revert to his back-up plan while his pump is being replaced. Customer stated he did not have a back-up plan and is advised to contact his previous doctor to create a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.